Event description:
One endeavour drug-eluting stent was implanted in the 1st obtuse marginal. One month post implant a staged procedure of the mid lad was completed. One endeavor drug-eluting stent was implanted to the mid lad (MFR report# 2953200-2008-01119). Patient was asymptomatic at 30 day and 6 month follow up. A spontaneous gi bleed is reported to have occurred 11 months post initial stent implant. Investigator indicated that the event was not related to the endeavor stent. Patient was asymptomatic at 1 year follow up.

Manufacturer narrative:
Other, (secondary intervention) - (bleed).